Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced mental and physical pain.